Event description:
It was reported that during deployment of the embolization coil into a dural av-fistula, the coil was not positioned in an optimal location. The physician repositioned the coil and in doing so, the coil detached within the microcatheter and the fistula. The coil with the microcatheter was retrieved using an intravascular snare. The microcatheter was reintroduced and additional coils were deployed. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the microvention embolization coil and the intravascular snare that was used to retrieve the coil were returned to microvention. The delivery pusher and the microcatheter that was used during the embolization procedure were not returned. The embolization coil returned was visually inspected under magnification. The remnant of a monofilament tether that normally attaches the coil to the delivery pusher showed the appearance of being overstretched. Root cause analysis: the root cause can not be determined. However, the attachment tether showed evidence that it was exposed to a pull force greater than its tensile specification.